Event description:
Account experiencing getting erratic pt recovery for sodium starting 2007. No pt results were provided. The only data provided was from a reproducability study performed in 2008, which included fourteen sodium results from one pt sample. Initial result gave 136 mmol/l; sample repeated thirteen times giving 121, 135, 140, 137, 141, 138, 141, 132, 140, 111, 120, 137 & 132 mmol/l. No adverse events reported. If additional info is received, appropriate notification will be provided.